Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the system interrupt occurring via the pump history. The pump does not actively alarm system interrupt, rather it is seen in the pump history to indicate the pump shutting down without being properly turned off. During the investigation mmdg was intermittently able to replicate the complaint. The pcb board was having an intermittent issue with a wire shorting out. The pump was serviced and returned.

Event description:
The initial reporter stated that they had started the pump "did not infuse and a day disappeared" from the pump history. The initial reporter also stated that the delay did not impact the patient. (B)(4).